Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 - codes updated to imdrf codes. Visual inspection: the traumacem v+ cement kit 10 ml (p/n: 07.702.040s, lot #: 1b53381) was returned and received at us cq. Upon visual inspection the cement inside the mixer was observed to be hardened. The hardened cement inside the mixer caused the handle to be stuck. No other issues were identified with the returned device. Functional test: as the cement has hardened inside the container causing the the handle to be stuck, the functional assessment was not able to be performed. However the retain samples testing was performed by the vendor, osartis. The result of the testing revealed no deviations; hence the a faulty product was excluded. See attached "abschlussbericht (B)(4).pdf" for full report from the vendor. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the device relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings/documents were reviewed: (B)(4) rev f (current & manufactured); (B)(4) rev b (current & manufactured). Vertecem v+ cement kit: (B)(4), version 18 (current & manufactured). No discrepancies or issues were identified. Investigation conclusion the complaint condition was confirmed for the traumacem v+ cement kit 10 ml (p/n: 07.702.040s, lot #: 1b53381). The cement inside the mixer was observed to be hardened which could have been due to cement exposed to the external environmental conditions. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause of the hardening of the cement could be traced to user not following promptly the instructions. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6), 2021, when passing the cement and syringes in its preparation, it was not possible to recharge the syringes. The cement set very quickly, between the nozzle and the connector and there was something that prevented the passage. The faucet was opened and closed and even after that the syringes could not be recharged. An attempt was made to pass a kirshrer nail through the transfer cap and it did not pass. The cement turned viscous immediately between the passage of the cement and its respective mixture. No further information provided. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 2 of 2 for complaint (B)(4).